Event description:
Upon review of the pt's available programming history, it was found that the pt's settings were reset to unintended settings due to a faulted system diagnostic test on (B)(6)2006. A final interrogation to verify settings was not performed on this date as recommended by MFR. The settings were corrected at the next office visit on (B)(6)2006. No adverse events were reported as a result of this setting reset.

Manufacturer narrative:
Analysis of programming history.